Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply stopped working. They unplugged vh-4030, and vh-4020, and vh-3010 worked again. Finished case with same devices. No patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section h3-h6 from "device discarded" to "device not returned". The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.